Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the clinic staff wanted the ins turned off because it was interfering with an EKG. The caller stated that the patient wanted to ins off because it was not working. When asked what ¿not working¿ meant, the caller indicated that they did not know. The caller stated that the patient had their programmer, but they would not assist with turning the ins off. The patient¿s daughter called back and stated they had to programmer with them, and they wanted to turn the stimulation off so the patient could have an EKG. The caller was walked through turning stimulation off. Stimulation was set at 3.1v and it was recommended that they turn stimulation down a little before turning it back on after the EKG. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.